Event description:
It was reported by the sales rep that the patient's device was found to have high impedance when system diagnostics was performed. The patient was referred for x-rays and reported no pain. The device was programmed off. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Ap neck and chest x-ray were received and reviewed. The x-rays were provided after high lead impedance was observed on this patient¿s device from a system diagnostic test. The generator placement was determined in the left chest, however due to the scope of the image on the ap and lateral, the placement of the device cannot be assessed to be per labeling. Based on the scope of the image, the feedthrough wires were intact and the pin could be seen past the second connector block. The lead was visualized in the chest and neck. There appeared to be a strain relief bend but it is not placed per labeling as the bend is not large enough and there was no strain relief loop present. Two tie downs were present; however they were not placed per labeling. There was a portion of the lead that was routed behind the generator, and the lead wires appeared intact at the connector pins. In the visible portions of the lead, no sharp angles were present, however there was a lead fracture noted on a portion of the lead right above the generator. The fracture was not of the complete lead and only on one portion. Based on the x-rays received, the cause for the high impedance can be confirmed to be due to a lead fracture.

Event description:
Implant card was received indicating the patient received a full revision due to high impedance. An image of the explanted lead was also sent which showed a visible lead break and abraded insulation. During follow-up for product return, it was stated by the sales representative that the device was not available for return as the hospital does not allow it due to contamination issues.